Event description:
It was reported that on (B)(6) 2026, a 28mm amplatzer amulet was chosen for implant using a 14f amplatzer torqvue delivery system for a left atrial appendage occlusion (laao) procedure. During the procedure, the same delivery sheath was used for the 28mm and 25mm amulet devices, and the sheath remained in the patient for greater than 20 minutes. Multiple recaptures were performed (28mm: three partial recaptures; no full recaptures), after which it was determined that the 28mm amulet was too large for the left atrial appendage (laa), and the physician elected to downsize to a 25mm amulet. Multiple additional recaptures were again performed (25mm: five partial recaptures and one full recapture); however, the 25mm device would not achieve a coaxial position within the laa, leading the physician to further downsize to a 22mm amulet. The amulet occluders were reported to have been fully resheathed and subsequently continued to be used during the procedure. The 22mm device was prepared for use; however, when the physician attempted to connect the 22mm amulet to the 14f sheath, back bleeding was not obtained. The physician then removed the torqvue sheath, at which time clot was identified within the sheath after removal due to lack of back bleeding, though no clot was observed on the sheath tip, and the physician did not believe this finding caused any patient issues. Heparin was administered during the procedure, and the activated clotting time (act) remained approximately 250 throughout the case, with no patient medications identified that could contribute to thrombus formation. A trace pericardial effusion was noted prior to the start of the procedure, and subsequently a pericardial effusion was again noted localized by the right ventricle on transesophageal echocardiography, although the patient remained hemodynamically stable with no pressure changes. The transseptal puncture was performed at an inferior/mid location, left atrial pressure was reported to be low (<10), and no wire was placed in the left atrial appendage. The physician performed a pericardiocentesis without difficulty, draining approximately 200 ml from the pericardium, and a drain was left in place with plans for the patient to remain in the ICU for monitoring. Protamine was administered, and the pericardial effusion ceased accumulating. The physician believed the pericardial effusion was likely related to aggressive manipulation associated with the 25mm amulet device, rather than the delivery sheath or the 28mm device. The 22mm amulet did not enter the patient¿s body or sheath.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.